Manufacturer narrative:
E1: patient city: (B)(6). Patient country: argentina.

Event description:
Unomedical reference number (B)(4). Event occurred in argentina. It was reported that patient faced an issue with infusion set cannula was bent on (B)(6) 2024. Insertion site was lower back. The blood glucose level was high. Infusion has been used for a one day. The customer replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available